Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released when sealing the puncture opening. Manual compression was used to stop the bleeding. After the dwell was removed from the patient for three to four seconds, the plug was not dislodged from the exoseal vcd device. The plug was taken out of the body. No patient injuries were reported. The procedure for an arterial access angiography was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. The appropriateness of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter is greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button is fully depressed and flush with the handle. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) could not be released when sealing the puncture opening. Manual compression was used to stop the bleeding. After the dwell was removed from the patient for three to four seconds, the plug was not dislodged from the exoseal vcd device. The plug was taken out of the body. No patient injuries were reported. The procedure for an arterial access angiography was performed using a retrograde approach. A 5f 10cm non cordis sheath was used. The physician was certified to use the exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. The appropriateness of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter is greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button is fully depressed and flush with the handle. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, a kink was observed on the delivery shaft of the unit, located 4 cm from the distal tip. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result was within specification. Additionally, due to the delivery shaft - kinked/bent observed, dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement was found to be within specification. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received fully deployed and no anomalies were noted to the internal mechanism. There was a kink observed on the delivery shaft however, dimensional analysis of the affected area was within specification. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully depressed with the plug deployed. The kink observed may have been a contributing factor to any difficulties experienced with deployed the device. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.